Event description:
It was reported by the customer that two catheters received from the alberta aids to daily living pharmacy failed to drain as intended. As a result, the patient experienced bladder spasms and urine bypassing, which necessitated catheter replacement. The first catheter insertion occurred on monday morning, and a second catheter was inserted monday evening due to continued failure to drain. A third catheter insertion occurred on tuesday afternoon using home care stock, at which time more than 1,600 milliliters of urine drained within two hours. The product involved was a silastic foley catheter, 18 french, with a 30-cc ribbed balloon made of silastic material.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that two catheters received from the alberta aids to daily living pharmacy failed to drain as intended. As a result, the patient experienced bladder spasms and urine bypassing, which necessitated catheter replacement. The first catheter insertion occurred on monday morning, and a second catheter was inserted monday evening due to continued failure to drain. A third catheter insertion occurred on tuesday afternoon using home care stock, at which time more than 1,600 milliliters of urine drained within two hours. The product involved was a silastic foley catheter, 18 french, with a 30-cc ribbed balloon made of silastic material.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.